Event description:
A customer reported via phone call indicating that they cannot see anything on the screen of their insulin pump. The patient's blood glucose level was 18.7 mmol/l at the time of the call. The customer stated that there were black spots on the screen of the insulin pump. The customer's insulin pump was sent a replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.